Event description:
It was reported that a patient underwent a hip revision approximately two years and four months post implantation due to recurrent dislocation. During the revision it was noted that the bearing was fractured and the head dislocated from the bearing. The head and bearing were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: cat #: 110031009 / vivacit-e dm bearing 28x38mm / lot #: 64934174. G2: south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted head and bearing with bio-debris on both. The bearing was confirmed to be fractured. No further evaluation can be made. Pictures were not provided of the liner. Review of the device history records identified no deviations or anomalies during manufacturing for the bearing and head. Radiographs were provided and review identified the following: superolateral dislocation of the right hip arthroplasty. Fractured drill bit fragment within the right acetabulum. A definitive root cause cannot be determined. It is unknown if closed reductions from the recurrent dislocations caused the subsequent disassociation and bearing fracture. This complaint was confirmed based on the provided mmi review confirming dislocation and device pictures confirming the fractured bearing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.